Event description:
As reported, during an unknown hernia repair procedure, the bard/davol capsure straight fixation device was used to fixate an unknown mesh. It was reported that a fastener came loose and fell into the patient's abdomen. It was further reported that the fastener was removed from the patient's abdomen. There was no reported patient injury.

Manufacturer narrative:
As reported, a capsure straight fastener did not fixate, fell into the patient's abdomen, and was removed. The subject device was discarded by user facility and not available for evaluation. No additional information was provided by the contact. Based on the information available no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Note, the date of event is consider to be a best estimate as 26-jul-2022 based on date of awareness. Not returned - sample discarded.